Event description:
It was reported that during a procedure, the ligasure "did not cauterize correctly." Sutures were used to complete the procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the returned device revealed eschar buildup on the jaws. The device was able to pass all cut and coagulation testing so a root cause could not be determined since the device functioned as intended. However, it is possible that the device was used in a way that would affect the sealing ability such as cutting over metal objects such as staples, overfilling the instrument jaws with tissue, grasping tissue beyond the electrode surface, improper connection or use with an incompatible accessory, or not selecting the appropriate bar setting to achieve the desired tissue effect. Stryker sustainability solutions' instruction for use state: "do not attempt to seal over clips or staples as incomplete seals may be formed." "Keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "Do not use this device on vessels in excess of 7mm in diameter." "To ensure proper function, eliminate tension on the tissue while sealing and cutting." "Verify compatibility of all instruments and accessories before the beginning of the procedure." "Do not activate the ligasure system in the vessel sealing mode until the vessel sealing instrument has been applied with the proper pressure. Activating the system before this is done may result in improper seal and may increase thermal spread to tissue outside surgical site." "The user must select the appropriate bar setting to achieve the desired tissue effect." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to being released from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.